Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. Three days after the onset of event, the patient was discharged from the hospital. The patient was treated with vancomycin injection (1 gram, then 500mg intraperitoneal, duration and frequency not reported) and amikacin injection (250mg, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.